Manufacturer narrative:
Further investigations were performed with the returned barcode. The barcode quality was average (grade c). The middle part of the barcode has worse quality than the sides. The middle part had an irregular size width. Since it was alleged that a character came out wrong, the checksum must have been read wrong as well. Normally, the barcode would not read so in this case the behavior of the meter was out of specification. The issue could not be reproduced by the customer.

Manufacturer narrative:
The wrist band barcode was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated there were issues with the barcode scanners of two accu-chek inform ii meters. Both meters read the same patient ID wrist band barcode and both meters captured a different ID than what was indicated on the wrist band barcode. The patient ID is (B)(6). When the barcode is scanned on both meters, the following information is captured by the meter: meter (B)(6): a test is performed on (B)(6) 2024 at 2110. A glucose result of 274mg/dl is captured under ID (B)(6). Meter (B)(6): a test is performed on 30-may-2024 at 1532. A glucose result of 149mg/dl is captured under ID (B)(6).

Manufacturer narrative:
The original patient wristband barcode was provided for investigation. Investigations of the barcode showed that it was not perfect in quality. Several scans were performed using a retention meter and no scanning issues were observed. The scanning result always showed the correct ID. The investigation could not identify a product problem. The cause of the event could not be determined.